Event description:
A falsely elevated troponin I result of 3.49 ng/ml was obtained on a patient sample. The result was not reported to the physician. The same sample was rerun on the same instrument and a result of 0.54 ng/ml was obtained. Patient treatment was not altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I result. Analysis of instrument data indicated user maintenance issues.